Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have electric current running from neck to shoulder blades to right arm since implant and happens 3-4 times a day. Patient added they met with their healthcare provider (hcp) and manufacture representative (rep) who said this was not normal. Patient is scared and doesn't know what's going on. It was reviewed to turn therapy off if needed or to adjust. Patient added they felt a pulse in their groin area as well which lasts about two minutes. It was reviewed that patients do feel stimulation in that location. No further patient complications have been reported as a result of this event.